Manufacturer narrative:
The associated evos small 2.5mm drill was not returned for evaluation. Therefore the product analysis could not be performed. However, device details were provided. Thus, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. It was communicated that although a small piece of drill remained in the bone, no patient injury was reported. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during procedure the drill broke inside the patient. The fragment was left in situ. No delay specified. No injury reported.